Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges pain, discomfort, and swelling. There is no report of revision for the patient's left hip at this time. No part and lot information provided. This complaint was updated on: aug 11, 2017. Litigation reported 2 doi's with no specific surgical side. Should there be new information received to determine the correct doi of the left hip, this complaint will be updated as necessary. Update ad 12 jun 2018 receipt of ppf and sticker sheets record. Ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records there is no revision notes provided. Added stem due to alleged elevated metal ions.